Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. The patient's parents stated that they did not hear any alarms on their dexcom follower applications and thought that everything was alright. The patient was outside playing. The patient then told his parents that he had low blood sugar. The patient has the dexcom application on his smart phone. They checked his values and his glucose was at 1.2 mmol/l; he had hypoglycemia. There had been no alarms on the parents' follower applications. They reported that they had the correct settings on their phones and that they were able to see the values on their applications but they did not receive notifications. Patient's parents were able to give the patient sugar and he did not go to the hospital. At the time of contact, the patient was feeling better. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.